Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 clicked and would not open. A field service engineer removed the panel and discovered a broken u-link. The station was shut down, the u-link was replaced, and the station was restarted. A hardware test application test tool was run, and the customer confirmed successful recovery of the failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.